Event description:
Pt diagnosed with rectal carcinoma and went for an exploratory laparotomy. During the procedure the device was used several times to fire staplers. On the second firing of the device it was noted after opening the device that no staples were fired. Autosuture was attempted, but was not successful because the device was too large. Using 2-0 prolene suture the pursestring suture was tied. The stapling device was fired and this time fired adequately. A rigid sigmoidoscopy was performed to evaluate anastomosis and a great deal of air leaking through the anastomosis was noticed. At this point it was felt that it was unsafe to redo the anastomosis. As a result of the misfire of the staples, it was decided that a colostomy would be a safer procedure for the pt.